Manufacturer narrative:
A customer in france notified biomérieux that they obtained a suspected misidentification of paenibacillus spp. As prevotella oris in association with the vitek® ms instrument (ref 410895, serial (B)(6)). The customer is questioning the identification because upon performing gram staining, they saw small bacilli with tendency to sporulate which is not consistent with p. Oris. The organism identification is officially unknown as no reference method was performed. However, the brucker bio typer identified the sample as paenibacillus spp. Investigation. Following review of the complaints database, the investigator confirmed that nine (9) similar complaints have been recorded for a misidentification as p. Oris, two (2) in case of p. Eitheri, two (2) in case of paenibacillus spp (p. Eitheri, p. Odorifer and p. Borealis), four (4) in case of paenibacillus spp and one (1) in case of paenibacillus odorifer. There are no capas, nor non-conformities on vitek® ms that can be linked with customer 's report. However, previous complaints prompted the creation of two (2) change requests ¿ one to add p. Eitheri in a future vitek® ms knowledge base version (cr#1689), and one to improve the handling of p. Oris spectra (cr#1690). Fine tuning: status good at the time of acquisition. Spot preparation quality: the customer¿s spot preparation quality seems to be good. The sample ¿all peaks¿ values are homogeneous. Knowledge base (kb) review: according to customer data, the suspected identification is a species of paenibacillus which is likely not present in the vitek ms v3.2 kb. In addition, vitek® ms cannot give an identification as a genus level; only at a species level. Sample data analysis: according to the customer¿s data, the misidentification result was obtained with a low identification score (-0.04 and -0.3) which is near the acceptable limit for giving an ¿identification¿ result or a ¿no identification¿ result (-0.40). Reprocessing the customer data with next vitek ms kb v3.3 (under development) led to the same result. Biomérieux quality control laboratory has reproduced the customer results using the spectra provided by the customer. Biomérieux r&d ultimately identified the customer strain as paenibacillus eitheri, via full-16s sequencing. P. Eitheri is not currently included in the vitek® ms knowledge base (v3.2). The following system limitation is stated in the vitek ms v3.2 knowledge base user manual ref. 161150-924-a: ¿* testing of species not found in the database may result in an unidentified result or a misidentification. * interpretation of results and use of the vitek ms system require a competent laboratorian who should judiciously make use of experience, specimen information, and other pertinent procedures before reporting the identification of test organisms. Additional information known to the user, such as gram stain reaction, colonial and cellular morphology, and growth aerobically or in co2 should be considered when accepting vitek ms results.¿. Root cause. Known system limitation : species not present in vitek ms kb v3.2.

Event description:
A customer in (B)(6) notified biomérieux of a suspected misidentification of paenibacillus spp. As prevotella oris in association with the vitek® ms instrument (ref 410895, serial (B)(4)). The customer reported that they obtained identifications of prevotella oris two times. The customer did not agree with the result due to observations of the strain's growth and contact resistance to metronidazole. The strain was sent to another laboratory for confirmation testing and it was identified as paenibacillus spp. Via bruker. There is no indication or report from the customer that this event led to any adverse event related to the patient's state of health. A biomérieux internal investigation has been initiated.